Manufacturer narrative:
Analysis found that a partial lead (connector end) was returned in one piece measuring 7.2cm. The reported events of high pacing lead impedance and high pacing threshold could not be confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and an increase in capture threshold. Additionally, there appeared to be mineralization and calcification with the slow rise in impedance. The lead was explanted and replaced. The patient was in stable condition.